Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized for elevated blood glucose of 376 mg/dl with positive ketones and heaviness in the chest. The patient previously reported to animas that this hospitalization was related to food poisoning and stated that the event was unrelated to the pump or diabetes. During troubleshooting of the event the patient confirmed that there were no noted site or infusion set issues. The patient indicated changing the site every 4 days; the patient was advised that the site should be changed every 3 days or sooner per the infusion set instructions. The patient confirmed that all of the basal settings were correct. The total daily dose history correctly reflected the user programmed basal and bolus totals. The bolus history was reviewed and found zero unit boluses; the reporter denied programming zero unit boluses and stated that the amount of the bolus was programmed and then the patient selected ¿go¿ on the pump. The patient was advised on the possibility of additional insulin needs based on illness. This report is made based on the allegation that the patient was hospitalized related to blood glucose levels associated with the allegation that the event may have been contributed to by a pump bolus issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. A review of the pump¿s history showed only typical usage alarms and warnings in the black box and alarm history. During testing, a 1.0 unit/hour basal program for 24 hours was executed and no 0.00u boluses were recorded in history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The pump successfully completed a 29 hour flow accuracy test. The complaint was not able to be duplicated during the investigation and no defect was found.